Manufacturer narrative:
The product has been returned to the MFR, but eval has not yet been performed. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the pt was not recovering after being implanted with a delta valve, performance level 1 shunt. According to the report, the pt had enlarged ventricles. The valve was replaced.